Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the heavily calcified left anterior descending (lad) artery. Rotablation was performed to the proximal lad with a 1.5mm burr. A 2.5x12mm and a 3.0x12mm non-compliant non-bsc balloon catheters were used consecutively for pre-dilation. Subsequently, a 32 x 3.50 promus premier drug eluting stent was advanced and was successfully deployed across the proximal, mid and distal lad. Post stent deployment, post dilation was performed with a 3.0x8mm and with a 3.75x8mm non-bsc non-compliant balloons at 18 atmospheres with good outcome. However, the physician decided to open the 1st diagonal artery and place a stent in it due to the plaque shift blocking the ostium of the artery. A non-bsc balloon catheter was crossed through the side struts of the promus premier stent into the 1st diagonal artery and was successfully inflated. Thereafter, the 2.5x12mm non-compliant non-bsc balloon was also inflated through the side struts of the deployed 32 x 3.50 promus premier stent into the 1st diagonal successfully. A 24 x 2.50 promus premier stent was advanced through the previously deployed promus premier stent and landed into the 1st diagonal artery. The physician then advanced the same 2.5x12mm non-bsc balloon into the lad for dilation and at the same time to deploy the 2.5x24mm promus premier stent into the 1st diagonal artery to do a kissing type stent deployment. The balloon crossed into the 1st deployed stent in the lad but was stuck to the stent strut at the proximal end of the deployed 32 x 3.50 promus premier stent. The stent was then damaged. The physician had the balloon and the 2.5x24mm promus premier stent at the right place and was able to deploy the 2.5x24mm promus premier stent in the 1st diagonal artery. The same non-bsc balloon was used for post dilation and pushed all stent struts to be well apposed to the vessel wall and completed the procedure. No patient complications were reported and patient's status was stable.